Event description:
The nse footswitch was returned to the manufacturing facility for service, and during failure analysis it was noted that the cable was cut at the plug end exposing bare copper wires. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Event description:
The nse footswitch was returned to the manufacturing facility for service, and during failure analysis it was noted that the cable was cut at the plug end exposing bare copper wires. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Manufacturer narrative:
It was confirmed that the device cable was cut with exposed copper wires by the diagnostic technician through visual inspection. Cut cables can be the result of handling. The device was not repairable.